Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with symptomatic bradycardia. Interrogation revealed loss of ventricular capture at maximum output. X-ray indicated that the lead was still in position. The lead was removed and replaced.